Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg became inoperable and patient lost therapy. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue. During the procedure, physician observed the cervical leads were fraying and patient had back pain (related manufacturer reference numbers: 1627487-2022-03271, 1627487-2022-03272). As a result, the cervical leads were explanted and replaced with placement of a cervical lead and thoracic lead to address the issue.